Manufacturer narrative:
This device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and noted high capture thresholds and loss of capture (loc). This rv lead remains in service. No adverse patient effects were reported.